Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product in an opened packaging. The blood port protection caps were observed to be fitted to the dialysate side. A black particulate matter in the header was visible. The reported failure could be confirmed. The material analysis of the particulate matter determined that the material is silicone. Black silicone is not used in the production of the product and as the product was not in the original packaging and the blood port protection caps were removed, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a polyflux 17l apac. There was no patient involvement. No additional information is available.